Manufacturer narrative:
The artifact issue with the machine requires re-scanning the patient. The root cause analysis and corrective measures are currently under review. No harm to patients or users.

Event description:
The artifact issue with the machine requires re-scanning the patient.